Event description:
It was reported that during the implementation of the intermittent wireless communication module there a connection issue. The product fault occurred upon opening. There was no patient involvement.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. The reported problem was not verified during wireless testing. No action taken to correct the issue. The device passed all functional tests after preventative maintenance. Evaluation could not duplicate the problem and found no problem with their wireless connectivity functions although event log confirmed occurrences of "communication module intermittent connection." The service history review had no indication that the complaint was related to a service of the device within the review period.